Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. E-pro: lot# 12018302 was manufactured from december 12, 2022 and was assigned an expiration of december 2025. Connector: lot# 22250 was manufactured from december 15, 2022 and was assigned an expiration of december 2025. Supplier (airway) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Bite tab: lot# 15a-0ucl-23 was manufactured from june 21, 2023 and has no expiration date. Supplier (r s hughes) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Light cure: lot# l33aaa1343 was manufactured from january 2023 and was assigned an expiration of july 2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the complaint part for investigation. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 7.0 (silent nite sleep appliance instructions for use) provides warning in "precautions" section: · do not soak the device in mouthwash, denture cleanser, hot water (> 50 °c) or alcohol. · do not wash the device with soap, toothpaste, or mouthwash. · do not dry the device with a blow dryer. · do not store in direct sunlight." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. Correction - b3 date of event is unknown as it was not provided by the customer.

Event description:
It was reported that the patient had a reaction to the silent nite that was issued. It is unclear when the patient received the device. Patient was experiencing gums inflammation. Patient wore the appliance for 1 night and symptoms went away after non-use.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.